Event description:
Health professional reported that there was an explanted device in their possession that needed to be returned. No additional information was provided. Further follow-up with the health professional noted "band/port explant due to reflux."

Manufacturer narrative:
Taper I. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis of the shell noted an unidentified sharp, curved opening with leakage. The band tubing and buckle were broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."